Event description:
The customer obtained a higher than expected accutni result above the ami cut-off for one patient. Subsequent testing of both the original and additional patient samples on both the original access 2 and an alternate access 2 produced lower results within the risk stratification range and the normal reference range. Although pre-analytical factors may have been a contributing factor, a definitive root cause has not been determined to date for this event.